Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented to hospital for a left ventricular (lv) implant procedure on (B)(6) 2022. The lv lead was implanted and explanted in the same procedure due to unknown reason. The patient was in stable condition.

Manufacturer narrative:
The lead was returned after being implanted and explanted in same procedure without a reported event. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.